Event description:
A customer reported a loss of monitoring at the cic (central station) which was monitoring telemetry pts. The cic reportedly would not boot up. No adverse outcomes were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.